Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a loss or change of therapy and has had several CT scans. They could not find their patient programmer at the time of the report. The patient also mentioned they want the implantable neurostimulator (ins) taken out. The symptoms reported included constipation, but the patient didn't know when they occurred. On 2016-jul-19, the patient reported they saw a power on reset and their therapy was turned off and reset to shipping parameters. The patient did not have a healthcare provider (hcp) at the time of the report. A list of available hcp's in the area was sent. The ins was indicated for fecal incontinence/gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.